Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed hyperglycemia up to 300 mg/dl after usual meal announcements while using an ilet system and noted fluid leakage at the cartridge area during the fill tubing process, with subsequent continued elevations after dinner and then a fingerstick reading of 83 mg/dl on a later call. Symptoms included hyperglycemia. Outcomes included user troubleshooting, education, and direction to change supplies. Investigation included guided troubleshooting focused on potential cartridge leakage and infusion set performance. Investigation of this case revealed suspected leakage at the cartridge interface and a potential infusion set issue contributing to underdelivery. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or set/cannula integrity affecting delivery.